Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The samples were requested for investigation.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 immunoassay analyzer compared to the abbott architect method. Patient 1 result from the e411 analyzer was 0.668 coi (negative). The result from the abbott method was 4.80 (units of measure not provided, positive). Patient 2 result from the e411 analyzer was 0.457 coi (negative). The result from the abbott method was 1.24 (positive). Patient 3 result from the e411 analyzer was 0.288 coi (negative). The result from the abbott method was 1.58 (positive). Patient 4 result from the e411 analyzer was 0.163 coi (negative). The result from the abbott method was 1.12 (positive). No questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
No samples were provided for investigation. Based on the calibration and qc data, a general reagent issue was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.